Manufacturer narrative:
The insulin pump was received with all operating currents are within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with past low blood glucose levels, and current high blood glucose levels. The customer's blood glucose level at the time of low incident was 47mg/dl. The customer's most current level was 146mg/dl. The customer states they were admitted into the hospital for the low levels. The customer's blood glucose level during the highs was 206mg/dl. Troubleshoot was conducted, and the customer was sent a tubing clamp to conduct high pressure test. The customer reported that he continues to have issues with high blood glucose levels. The customer's device is being replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.